Event description:
An alarm condition reportedly could not be cleared fast enough which resulted in non-delivery of critical medications. The devices are new to the account and nurses have been inserviced but are inexperienced users. Line a was normal saline at 10ml/hr, line b had dopamine 400mg in 250ml at 26.5ml/hr, line c was off and line d was primacor 20mg in 100ml at 25ml/hr. Line d ran dry and air entered the tubing proximal to the pump. The nurse hung a new container, but did not clear the air from the tubing before re-starting the device. The pump sensed air-in-line, attempted auto-purging as designed, and then alarmed when it could not clear the air. The nurse reset the pump without clearing the air. She reported that she thought the auto-purge would clear the tubing of air. She reset the pump approximately 4 times without manually clearing the air. During this time period, the pump was attempting to clear the air and could not deliver the medications due to safety features to avoid air embolus. The patient's blood pressure reportedly dropped from 150mmhg to 60mmhg systolic, and her heart rate dropped. She had epicardial pacing leads in place, and a pacemaker was utilized. Once the air was cleared correctly, the device infused without incident and remained in use. The patient had no residual adverse effects from the event. No further information is available. Further inservicing of the devices has been performed.